Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance resulting from a possible fracture. The rv lead was capped and replaced. During the lead revision procedure, it appeared that the patient twiddled the device, therefore removing all slack from the atrial and ventricular leads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead implanted: (B)(6) 2012. (B)(4).